Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump powered up properly after battery installation. No frozen screen, stuck, display anomaly or constant tone and audio/beep anomaly noted. All buttons function properly. No damage noted on keypad traces. The keypad connector on j2 lcd board was locked. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. No cracked lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a constant tone. The patient's blood glucose at the time of incident was 9.9 mmol/l. A battery change did not resolve the issue. The tone disappeared for a minute, but during that time the screen became frozen on the home screen and the keys would not respond. The insulin pump was not returned for analysis.